Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to:endoprosthesis improper component placement, occlusion of native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) pre-treatment planning: for angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy.

Event description:
On (B)(6) 2022 the patient was admitted for evar (aaa). As reported the device was inserted in the standard fashion, marked the renal arteries, deployed the graft, cannulated, brought the graft down into position under the renal arteries. It was noted that the renal arteries may have been partially covered. The renal arteries seemed to be about equal in position but on CT the right renal was lower. The surgeon elected to cannulate the renal arteries and placed non-gore stents (visi-pro) in order to ensure flow and to prevent any migration of the rlt231214 graft proximally following the procedure. Following this the renal arteries were confirmed to be patent, there were no observed leaks and all stents appeared to be in good positions.